Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on 06/26/2018. The patient's mother stated the cgm was displaying 17.0mmol/l and the patient was not feeling well. She checked the patient's finger stick and the bg meter was displaying 2.7mmol/l. She gave the patient glucojuice and after treatment, the patient was doing good. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause was not determined.